Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify, when the device did not staple was a complete cut line delivered? Or did the device lockout (meaning no staple line or cut line was delivered)?

Event description:
It was reported that during an inguinal hernia repair procedure, the device did not staple, and they had to replace the recharge to continue the procedure. Another similar product was used. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p58730. Device evaluation: the analysis results found that the tcr75 reload was received with no apparent damaged and with the proximal 36 drivers up without staples and the remaining drivers down with staples present. The returned cartridge reload had the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. The cartridge reload was manually unlocked and it was tested for functionality with a test instrument. The device fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.